Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient contacted dexcom to report permanent out of range signal. Patient did not report any injuries or medical intervention at this time.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave a continuous out of range signal. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.